Event description:
It was reported that approximately 67 months post-implant of a bifurcated device and an infrarenal aortic extension, a follow-up computed tomography scan revealed aneurysmal sac enlargement. The patient was treated with an infrarenal aortic extension and relining of the bifurcated graft with a competitors graft. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. However, based on the review of the CT scans, the reported aneurysmal sac enlargement was confirmed by a clinical representative. According to the clinical assessment, the cause of the reported event may have been that the infrarenal graft was not taken up to the lowest renal, leaving diseased tissue exposed. Overtime, the vessel can continue to grow. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.